Event description:
It was reported that: physician performed evar procedure deploying a 18fr manta on the right side. Following procedure patient developed a pseudo aneurysm which the surgeon repaired with open cut down. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 9mm with no reported tortuosity or calcification. Measured depth for the manta was 5+1cm and there were no issues advancing or with drawing procedure sheaths. Blood pressure was 130/70mmhg and act was 240 prior to closure. Both heparin and protamine were administered during the procedure. The patients' weight was 320lbs so his bmi was > 40. The pseudo aneurysm was diagnosed on his follow up visit to the physicians' office, and he was brought back to theatre for a surgical cut down. During the cut down the physician stated that the manta was positioned correctly. The patient is reported to be doing fine post the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2201484 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 46-year-old male patient (320 lbs, bmi - 42) presented to the or for an evar procedure. The manta instructions for use posts a warning not to use manta in patients having marked obesity (bmi >40 kg/m2); a patient having a high bmi can potentially cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. Ultrasound guidance and a micropuncture kit were utilized to gain centrally positioned access. The right common femoral arteriotomy was 9mm, clear of calcification and tortuosity, with a deployment depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing the 18f gore dryseal procedural sheath. Pr oceeding the evar, activated clotting time (act) was 240, heparin and protamin were administered, and an 18f manta closure device was deployed to the measured depth. No complications occurred during deployment, hemostasis was immediate, and patient outcome post-procedure was fine. Approximately thirty days post-procedure, during a follow-up office visit, the physician diagnosed a pseudoaneurysm. The patient was admitted back to the or and the physician performed a cutdown to repair the pseudoaneurysm. During the cut down the manta was visibly seen correctly positioned within the rcfa. A determination for the root cause of the pseudo-aneurysm requiring surgical intervention remains inconclusive due to the insufficient amount of information regarding the pseudo-aneurysm, initial and deployment procedures, patient environment and conditions, and no angiograms or devices returned for investigative purposes. A pseudo-aneurysm can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. There is believed to be no device failure. The device was successfully implanted and was verified to be in the correct position at the time of surgical intervention. The IFU lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, including other access site complications leading to bleeding, hematoma, pseudoaneurysm, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appeared to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: physician performed evar procedure deploying a 18fr manta on the right side. Following procedure patient developed a pseudo aneurysm which the surgeon repaired with open cut down. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 9mm with no reported tortuosity or calcification. Measured depth for the manta was 5+1cm and there were no issues advancing or with drawing procedure sheaths. Blood pressure was 130/70mmhg and act was 240 prior to closure. Both heparin and protamine were administered during the procedure. The patients' weight was 320 lbs so his bmi was > 40. The pseudo aneurysm was diagnosed on his follow up visit to the physicians' office, and he was brought back to theatre for a surgical cut down. During the cut down the physician stated that the manta was positioned correctly. The patient is reported to be doing fine post the procedure.